Event description:
It was reported that the atrial lead had an impedance jump and was found to be high. The lead also has a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was further reported that the lead was removed with laser when the system was explanted.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that there was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7278 ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was also reported that there was noise and high short interval counts.